Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer also stated that, the battery on the pump died and her pump was off during sleep. Customer stated she did not hear the alarm because she was under the covers and the dog may have laid near the pump where she could not here. The alarm is working just fine and the battery has been changed and everything is working just fine. The device will not be returned for analysis.